Event description:
It was reported that during a procedure a vessel that had not been predilated which is contrary to IFU, a pinhole was noted in the balloon during inflation. The stent was not able to be fully deployed and the stent delivery system could not be removed. The guiding catheter was advanced against resistance across the lesion. This off label use resulted in a dissection. The stent delivery system was freed, but the stent remained in the vessel. The stent was re-accessed and post dilated using a balloon dilatation catheter and a second stent was placed to treat the dissection. Reportedly there was no pt effects.